Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged that 15 - 20 questionable calcium results were generated on the hitachi 917 system. Of those, she stated that 10 were reported outside the laboratory. The customer was willing to provide only a single, discrepant example: initial calcium = 6.7 mg/dl repeat calcium (same analyzer) = 8.7 mg/dl calcium reagent lot #: 62209001 the customer stated that no patients were adversely affected. The field service representative determined that 2 of the rinse unit nozzles were dripping into the cuvettes rather than filling them with the correct volume of rinse water during the rinse. The rinse unit tubing for the 2 nozzles was replaced and correct volume dispensing was verified. Performance checks were acceptable. The customer performed calibration, quality controls, and precision, all of which were acceptable.